Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in australia, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the delivery system with valve was unable to be advance through the 14fr esheath. The valve, delivery system and esheath were withdrawn as a unit. After the valve, delivery system and esheath were withdrawn from the patient, a blue rubber piece (material of the hemostatic valves) was observed to be stuck in the struts of the valve. The valve was also noted to be damaged.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: d9 (device availability), e1 (telephone number), h3 (device evaluated by manufacturer), h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Visual evaluation of the returned esheath device revealed the esheath liner was unexpanded and the tip was unopened. There were scratches along the sheath shaft. The esheath hub was disassembled and the disc valve was found to be damaged with missing blue rubber material. The missing blue rubber material from the disc valve was observed to be stuck between the frame struts of the returned crimped valve at the outflow side and the balloon of the returned 23 mm commander delivery system. Based on the relative location of the retained disc valve material (transcatheter heart valve (thv) outflow), this finding was noted to be consistent with pull-type maneuvers associated with the retrieval of the delivery system through the sheath hub. The returned commander delivery system was advanced through the returned esheath and the sheath liner expanded and the tip opened as designed. There was imagery provided for evaluation. A review of the provided imagery revealed the minimum lumen diameter (mld) of the femoral vessels were large enough for sheath insertion. Calcification and tortuosity were observed to be present in the femoral vessels. Additionally, there was imagery provided that showed the valve appeared to be stuck just past the esheath hub during the procedure. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. As reported, during the transcatheter aortic valve replacement (tavr) procedure, the delivery system with valve was unable to be advance through the 14fr esheath. In this case, the inability to advance the delivery system with valve through the esheath was confirmed based on the evaluation of the returned device and provided imagery. The available information suggests that patient factors (calcification and tortuosity) likely contributed to the event as the device returned presented scratches on the high-density polyethylene (hdpe), and the provided imagery showed there was calcification and tortuosity in the access vessels. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may led to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Additionally, a tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. In regard to the component separation during use of the device, this was also confirmed through evaluation of the returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the manufacturing mitigations supports that the esheath has proper inspections in place to detect issues related to the event. A review of the IFU/training materials revealed no deficiencies. As reported, after the valve, delivery system and esheath were withdrawn from the patient, a blue rubber piece (material of the hemostatic valves) was observed to be stuck in the struts of the valve. While additional information received clarified that the devices were withdrawn as a single unit, the delivery system with crimped thv was separated from the sheath shaft upon return for evaluation. This is an indication that the devices may have been manipulated on the back table. Per evaluation of the returned device, a piece of blue rubber material from the disc valve was observed to be stuck within the valve frame struts at the outflow side. Since the stuck material was at the outflow thv side, it is likely that this piece tore off and got stuck on the thv as the delivery system/crimped thv was being pulled out of the sheath hub through the hemostatic valve. The absence of the loader through the hub at the time of manipulation could cause the thv struts to catch on the disc valve, leading to the observed damage. In this case, a definitive root cause was unable to be determined at this time. However, the available information suggests that procedural factors (device manipulation during withdrawal) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative actions are required.